Event description:
Patient had tract with inner cannula. Passey-muir valve was in place. Nurse inflated trach cuff and left room. Patient found unresponsive and died. Event appears to be human errordevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, other, other, other. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event, other, other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, other, other. The device was destroyed/disposed of.